Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #(B)(4) - npi 8015 will not power up. Power supply board- power failure. Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8015 sn: (B)(4) customer stated that the 8015 will not power up. Customer stated he changed the battery and the power cord, and the 8015 will still not power up. I explained to the customer that he may need to change the power supply board. I also explain to the customer that when you have a bad power supply board the unit will have problems powering up. The customer said ok and I also give the customer the part number for the power supply board. The customer said thank you and ended the call. Case resolution: I explained to the customer that he may need to change the power supply board. I also explain to the customer that when you have a bad power supply board the unit will have problems powering up. The customer said ok and I also give the customer the part number for the power supply board. The customer said thank you and ended the call. (B)(4).